Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligature procedure performed on (B)(6) 2022. The device was properly assembled and it was noted that there was no difficulty experienced upon setting up the device. During the procedure, the bands were difficult to deploy. It would only deploy after three to four times of rotating the handle, which was impossible to use the device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.